Event description:
Follow up determined the device was explanted and replaced due to elective replacement indicator.

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and analysis was inconclusive. Preliminary analysis found the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The analysis of the hybrid documented nominal current drain in both por pacing parameters with no pacing loads and triple chamber pacing with all three chambers loaded. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. The result of analysis is inconclusive. Concomitant product: 4193 implantable pacing lead: (B)(6) 2004. 6947 implantable tachy lead: (B)(6) 2004. 4568 implantable pacing lead: (B)(6) 2004. (B)(4).